Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer gave shot and j had some coffee and toast and were high ever since. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they switched out pump, used meter to tell what bolus should be and was pretty good and estimating carbohydrates and went high. The customer gave herself extra bolus to bring down and did not work. On some occasions the insulin pump would tell the customer to take shot and gave herself injections according to what the insulin pump told them to take and ended up remaining high and has gone up to 400 even after changing out set again. The customer was not calling back to perform a high-pressure test. The customer reported that they have a back-up plan available. The customer did the standard troubleshooting and everything appeared to check out ok. The customer took finger stick again during call, went down to around 250 mg/dl, and stated that this was the lowest they had been and insulin appeared to be working. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin did not exit at the quick release. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professionals¿ instructions. The insulin pump will not be returned for analysis.